Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation, therefore, the reported condition cannot be confirmed, and/or duplicated. Reporter¿s phone number was not provided. UDI:(B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that at the time of making cuts in the femur, the saw attachment device overheated. According to the reporter, the cuts could not be made and the device had to be replaced by another one to complete the procedure. There were no reports of delays in the surgical procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During evaluation it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device was frozen/would not move, component damage, the moving parts did not move smoothly and illegible etch. It was further determined that the device failed pretest for general condition, marking & labeling, check the free movement and check the oscillation frequency due to component failure from normal wear.